Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain bipap and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged of having difficulty breathing/short of breath, spiting up stuff, balance problem, vision problem, cough, feeling dizzy, lightheaded and nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain bipap and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged of having difficulty breathing/short of breath, spiting up stuff, balance problem, vision problem, cough, feeling dizzy, lightheaded and nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service centre, the device was visually inspected and found evidence of foam degradation. During the evaluation, the device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer service centre. The manufacturer service center concludes that they could confirm the customer's allegation and there was visible foam degradation. In this report, in box h method code, results code, component code and conclusion code has been updated/corrected.